Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that vela is alarming for transducer fault. There is no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. There were no visible defects, damage or contamination on the component. The reported complaint was confirmed through the events log and duplicated during functional check. The root cause is associated with a supplier manufacturing process and a design issue of sub components of this main pcb. This issue has been addressed in CAPA ca-2017-0206 and co 101400.